Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2025, it was reported by a sales representative via (B)(4) that an 5033-100 capturing rod is broken. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 5033-100 batch 250013 was received for evaluation. Visual inspection revealed that the threads were broken/damaged. A functional test cannot be performed due to the device's damage. The most likely cause of the reported failure is user error, including misaligned insertion or excessive forces through leveraging/prying the device.